Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced a shocking or jolting sensation below the neurostimulator following a position change. This occurs only when the ins is on. Movement caused stimulation changes. The company rep confirmed that a power on reset occurred and the pt was reprogrammed.